Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 5.6cm abdominal aortic aneurysm and aptus endoanchors were implanted as a prophylactic prevention of neck aortic dilation. The aortic diameter was 2.5cm at 0.1cm, 2.2cm at 1cm and 1.5cm at 2cm below the lowest renal artery. The neck length was determined to be 1.5cm with 45degree proximal aortic neck angulation. It was reported that approximately 2 months post the index procedure the patient experienced chest pain. The patient was hospitalized for observation and tests performed. It was reported that the event resolved without treatment. The investigator assessed that it was uncertain whether the chest pain was related to the device or related to the procedure. No additional clinical sequelae were reported.